Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; stylus did not align with the cursor on the screen due to the overlay. (B)(4).

Event description:
It was reported the programmer has a broken touch screen. The touch pen was replaced but the screen does not respond. The programmer was returned for repair. No patient complications have been reported as a result of this event.